Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (refrigerator). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose results. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the refrigerator. The test strip lot manufacturer's expiration date is 3/16/2018 and open vial date is approximately one month ago. The meter memory was not reviewed for previous test result history. Customer only stores her strips in the refrigerator since that is what she has been doing she said for so many years and she does not remember any one telling her not to store strips in the refrigerator. She takes strips out of the vial and puts it back in the refrigerator.